Event description:
Customer reported feeling shaky and device = 246 mg/dl. Doctor was called and recommended they go to the emergency room (ER). ER = 132 mg/dl two hours later and another device = 120 mg/dl less than 30 minutes afterwards. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.